Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.3; lab-inr: 2.0. Customer doesn't have any pt info. No lot/sn info. Follow-up call to talk with nurse performing this test to get pt info. Cannot get ahold of this customer.

Manufacturer narrative:
Summary: user reports discrepant accuracy. Customer results analyzed in-house. Accuracy met criteria. Product deficiency not established. No lot number provided for the strip & no serial number for the meter. No investigation possible without that info. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.